Event description:
The customer reported via phone call that she had forgotten how to rewind her pump to put saline in it. Customer stated that sometimes she has lows and sometimes her blood glucose will be between 300-400 mg/dl. Customer was afraid that she will go into a coma and stated that her dog has woken her up when she knew she was sick. Customer was advised to contact her health care professional. Customer was walked through the proper priming and insertion technique.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.